Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in japan by st. Jude medical (B)(4) company, ltd. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during inflation of a 1.5 x 12 mm tenku balloon catheter, the marker appeared to be to the distal side of the center of the balloon. The marker was stationary on the inner member. The catheter was placed and successfully used. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported misaligned marker was not confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. There was a tear/hole in the inner member at the outer member pinhole 6.8cm proximal to the proximal seal. The noted pinhole during return analysis is likely due to handling post procedure or during packaging to return to abbott vascular since the device was used to successfully complete the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
Returned device analysis revealed there was a pinhole in the outer member and a tear in the inner member. No additional information was provided.